Event description:
It was reported that the last three cartridges placed in the pump came loose prematurely and unexpectedly fell out of their designated area. Caller indicated the issue began on (B)(6) 2025, though exact days for each occurrence were not remembered. There was no adverse impact to the customer¿s blood glucose level. As the pump was not available for immediate troubleshooting. Case was ultimately closed after attempts at additional troubleshooting.